Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 300-600 mg/dl. Customer was treated with an insulin drip and released from the hospital 2 days later. Reportedly, customer's bg level began to elevate after the pump settings were adjusted. Customer had manual injections as alternate insulin therapy.